Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right ventricular channel. The data was provided for analysis and recommendations on programming. At this time, the response has not been provided and no programing changes have been performed. This device remains in service. No adverse patient effects were reported.